Event description:
A customer reported that no message appears when scanning the adc device with a samsung a31 phone with an unknown operating system version and app version 2.8.1.9305. The customer was unable to obtain sensor readings and therefore experienced sweating, disorientation, and lost consciousness. The customer was given unspecified intravenous treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Customer reported that the adc application scans the adc device slowly in use with freestyle librelink and freestyle libre 2 apps. Per smartphone compatibility information, with use of application, the customer's device (samsung galaxy a31 device) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with ios/android/freestyle librelink configuration and successfully received high/low glucose alarms on the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appears when scanning the adc device with a samsung a31 phone with an unknown operating system version. The customer was unable to obtain sensor readings and therefore experienced sweating, disorientation, and lost consciousness. The customer was given unspecified intravenous treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.